Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the device operator fired the stapler but it did not cut. It was difficult to remove the stapler from the tissue and the device operator had to re-staple and re-sect the staple line resulting in tissue loss.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and one reload. Initial visual inspection of the instrument noted no abnormalities. Visual examination of the reload noted that it was partially fired with jaws open and the interlock engaged. Functionally, the instrument was loaded with post market vigilance (pmv) representative reloads. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. During functional testing, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.